Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 and the belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and bent pins or damaged e-belt connector) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. Root cause: the root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.